Manufacturer narrative:
Over the phone, a covidien technical service rep (tse) confirmed the complaint with the customer. The part has not been returned to covidien for investigation; however, similar complaints of frozen screens on start-up have been investigated under a corrective a preventive action. The root cause was determined to be a software timing problem with the touch screen controller chip. A software update was released in (B)(4) 2012 to change the ventilator start-up code affecting the power-up of the touch screen. (B)(4)..

Event description:
Covidien received info from a customer in the USA stating that the touch screen on the ht70 plus ventilator was unresponsive. Although asked, there was no info provided regarding pt involvement.

Manufacturer narrative:
(B)(4). It was previously reported that the ventilator touch screen would lock up and continue to stay locked after power cycling the device on and off. The device was returned for investigation. During the investigation the coin battery was found to be out of specification. The coin battery was replaced and the software was upgraded. The device then passed all testing and was returned to service.